Event description:
During the mr scan the oxygen monitor alarmed. The operators noticed that there was a small fire inside the bore. The nurse went immediately in the exam room to extinguish the fire with their hands. The pt was not injured. The nurse sustained 2nd degree burns to the right hand.

Manufacturer narrative:
(B)(4). Simulated use testing (B)(4); method: testing the devices in situation that mimic real life settings but do not involve patients. Results pending completion of eval (B)(4); results - for use when the eval is still in progress. Inconclusive-investigation in progress (B)(4); conclusions - the field service engineer found no failure with the mr system. The coil failed its performance test and is being returned for eval. At this time, it is not believed that this coil failure contributed to the incident, however further eval will be performed upon receipt of the coil.